Manufacturer narrative:
The device was received at zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including discharging at all levels, bench handling and defib cycle testing with no faults found. There was no evidence found to support that the reported condition occurred a second time. (Please refer the first reported event on medwatch report number 1220908-2023-01422, the report was observed in the log one time. It was suspected to be interference from an external motorla unit). The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.